Event description:
Syringe caps that come in package do not stay on syringe. Appears that caps are not threaded, so they just pop right off, thus not protecting enteral feeding contents. These have been found over multiple days/shifts over the past week and a half. There is a wide variety of lot numbers affected, but not all syringe caps in each lot are faulty. Only 60 ml syringes appear to be affected. ([Redacted] lot# ty250712. But again, have seen this issue with several lot numbers: ty250712, ty250802, ty250809, ty250725, ty250801).